Event description:
Rptr stated that pt was found unconscious by her husband. Pt's blood glucose was reportedly measured, using the performa system, with a result of 6.0 mmol/l. Pt's spouse phoned emergency medical services and, upon their arrival 20 minutes later, pt's blood glucose measure 1.7 mmol/l, an ambulance crews' device. Rptr stated that pt was transported to the hospital and was treated with intravenous glucose solution. No additional treatment was reported. Pt's current condition was reported to be "good". The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.